Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion-normal.

Event description:
It was reported that the device had no pacing output and was removed and replaced. The reporter was also questioning premature battery depletion. There were no patient complications reported as a result of this issue.